Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation primary with a mentor memorygel, 535cc, silicone breast implant, experienced bilateral capsular contracture grade iii, and left-sided wound infection post procedure. The doctor diagnosed the issue. The patient reported pain, chest pain, left implant infection, bilateral capsular contracture, pain started when she had baby and breastfeeding, caused her breast to become engorge. The patient went to urgent care due to chest pain, thought having heart attack, was referred to surgeon to evaluate implants. The surgeon provided singulair to control the contracture, naproxen & muscle relaxers. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con iii. Manufacturer¿s reference number: (B)(4).